Event description:
A product quality problem was reported with the abbott diabetes care (adc) device the customer received and unspecified error message and reportedly collapsed. The customer was unable to self-treat and was taken to a hospital where they were seen by a healthcare providers where unspecified treatment was rendered. It was reported the customer remained in a coma until their passing on (B)(6) 2025. No death certificate has been provided to adc. Given the information presented at this time, it cannot be reasonably concluded that the freestyle libre 3 device has led to or contributed to the death.

Manufacturer narrative:
This serves as a correction report. Sections updated as follows: b5: updated event description narrative. H6: updated medical device problem code. H11: updated additional MFR narrative. At this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device the customer received and unspecified error message and reportedly collapsed. The customer was unable to self-treat and was taken to a hospital where they were seen by a healthcare providers where unspecified treatment was rendered. It was reported the customer remained in a coma until their passing on (B)(6) 2025. No death certificate has been provided to adc. Given the information presented at this time, it cannot be reasonably concluded that the freestyle libre 3 device has led to or contributed to the death.